Event description:
It was reported the patient's left "electrode" was not placed in the optimal spot and "ultimately had to have it re-implanted in (B)(6) 2003." The event was noted as a dbs "surgical complication." It was noted the patient's implantable neurostimulator "went on to last 6 years."

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3389-40, lot# j0110789v, implanted: (B)(6) 2002, explanted: (B)(6) 2003. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).